Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a confirmed fracture and lead impedance warning. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.